Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While final tightening the outer nut over a cross connector and cross connector inner screw, threads from both the inner screw and the mini-poly screw sheared off and made final tightening impossible. Doctor expressed frustration and had to remove all set screws from that side, pull out the rod, extract the damaged screw, which he replaced with the same size, return the rod, re-final tighten everything including new cross connector inner screws and outer nut.

Manufacturer narrative:
The inner screw was returned lodged approximately halfway into the outer nut. The lot number is illegible therefore, a review of the device history records could not conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the damage to the threads of the inner screw cannot be determined from the sample and the information provided. A potential root cause may be inadvertently cross threading the inner screw during insertion into the outer nut. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.